Event description:
It was reported that the patient underwent an unspecified spinal surgery at l4-l5. ¿during the surgery, the tip of the screw driver fractured at the time of the final tightening, and the tip fragment remained in a setscrew. The break-off portion of the setscrew was removed after several attempts and rest of the final break was performed using another driver without any further incident. No fragment was left in the patient.¿ no patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.